Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the returned photo revealed particulate matter inside the tubing. The reported condition was verified. The cause was determined to be contamination due to burn resin associated with the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set large bore stopcock extension set had a foreign body embedded in the wall of the tubing. This was observed prior to use. There was no patient involvement. No additional information is available.